Event description:
Related manufacturer report 1627487-2022-01654. It was reported that one of the drg leads was surfacing out of the skin and physician was concerned the lead was going to puncture the skin. Lead migration was observed. Both leads were explanted. There were no complications. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.